Event description:
It was reported that the insulation was noted to be coming off the lead when it was moved during a device changeout for normal battery depletion. The lead was partially explanted and replaced. The remaining portion of the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, all insulators pulled apart due to overstress, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; proximal and distal segments returned and analyzed.